Event description:
Evaluation summary: the visual inspection carried out on the device showed the guide wire lumen twisted in a point at approximately 55 mm from the tip. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. A guide wire 0.018" was easily advanced for all the device length. No resistance was encountered during this procedure. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles emerged in the syringe. Afterwards the balloon was inflated sequentially at 1, 2 and 10 bar ; the balloon did not show any evident marks. The balloon was then completely deflated and it showed wrinkles approximately 1 cm before the guide wire lumen twisted point. The balloon profiles are in accordance with product specifications. Image review : the angiograph image shows the balloon in the lesion (up the knee artery). A self-expandable stent was previously positioned in the artery. The balloon is not fully inflated and it shows "candy wrap effect".

Event description:
The physician was using an in.pact pacific drug eluting pta balloon in treatment of a lesion. The lesion was pre-dilated. During the procedure, a candy effect was noted on the in.pact pacific balloon after inflation for approximately 1 minute. Another non medtronic balloon was used to complete the procedure. No clinical sequelae or patient injury was reported for this event and the patient is reported to be doing well after procedure. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation results: root cause currently unknown. No device returned. No results available since no evaluation performed - device or procedural images not provided for review. Evaluation conclusion: root cause currently unknown. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).